Event description:
The customer reported that the system failed in the middle of a case with a communication error message. The failure was likely a system shut down or lock-up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.